Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(6)) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that post-operatively, the patient reported a new seizure type at the 14-day follow-up visit. No actions were taken and the event was resolved. Per the investigator, the relatedness to the thermal therapy system, procedure, and anesthesia is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the event was not related to the thermal therapy system but the relatedness to the procedure and to anesthesia was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information the patient diagnosis was simple partial seizure with somatosensory or special sensory symptoms. The patient reported it started with fear and anxiety sensation, then some familiar images flashed in their mind. It was reported that they did not lose awareness or loss of consciousness. The duration was 1.5 minutes.